Manufacturer narrative:
Follow-up report will be submitted if the product is returned for eval.

Event description:
A pharmacy reported that a pt at a nearby hospital had fallen, experienced severe hypoglycemia, and fell into a coma after injecting too much insulin based on a high reading obtained on their freestyle flash meter. The pt had received the meter set in units of mg/dl. The pt is used to units of mmol/l. A reading of 150 was obtained. The pt interpreted the reading as 15.0 mmol/l and lost consciousness after mistreating based on this reading. This happened to the pt twice while at home. The diabetes consultant at the hospital found that the meter was set to mg/dl.